Event description:
The customer reported to olympus, it was not ¿possible to switch on¿ the high flow insufflation unit prior to an unknown procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been returned to olympus for evaluation to date. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Manufacturer narrative:
This supplemental report is submitted to provide information from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is obtained.

Event description:
Additional information was obtained from the customer. The customer observed that the on/off button has been stuck in the on mode since (B)(6) 2021. This was observed during the control of the subject device, before starting a procedure. The customer has used the device in this mode since and has not encountered any problems. The device did not stop. The technician replaced the switch on (B)(6) 2021.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.